Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-9218-15 serial#: (B)(4) description: precision m8 adapter, 15cm the explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. It was noted that the infection was not device related or procedure related. The patient underwent an explant procedure.